Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after battery change. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that the display was still blank after multiple battery changes. The customer mentioned that they realized that the battery cap was missing at the time of call. The customer declined to troubleshoot at the time of call. The insulin pump will not be returned for analysis.